Event description:
Additional information was provided that the patient experienced blurry vision, light sensitivity, and could not tolerate the original iol. The iol was exchanged for a different model but same power iol. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following and intraocular lens (iol) implant procedure, the patient expressed dissatisfaction. The iol was removed in a secondary procedure. Additional information was requested.